Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. Analysis was unable to verify battery out limit alarm due to no button response. The insulin pump was also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's relative reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 279 mg/dl. Troubleshooting was not performed. The device was returned for analysis.